Event description:
It was reported that last july the patient had a scheduled revision after 6-7 years for their pump. The surgeon noticed "after removing the unit that no meds were exiting the catheter." The tip was occluded. The hcp attempted to remove the catheter but about three inches in their side was embedded in tissue, which still remains. The patient experienced the "worse pain due to nerve damage on side." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model # 8731, lot # unknown, implanted: unknown, explanted: unknown.

Manufacturer narrative:
(B)(4).